Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.(B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.50 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault and the problem was resolved.

Manufacturer narrative:
Lens diopter was -9.50/+2.0/093. Patient's post-op best-corrected visual acuity was 20/20. Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).